Event description:
It was reported that, at the implant of this pacemaker, an incomplete connection caused approximately ten seconds of asystole. The lead was connected to the pacing systems analyzer to restore output and was later reconnected successfully to the device. The caller also asked why a pop-up window appeared on the programmer; boston scientific technical services (ts) explained it was due to auto-lead recognition being on. No other adverse patient effects were reported and this device remains implanted.